Event description:
Customer reported difficulty pressing the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level as levels remained within normal range. Tandem technical support instructed the customer on how to alleviate the issue temporarily but decided to replace the pump. The customer agreed to use manual daily injections as a backup therapy and acknowledged instructions for returning the problematic pump and handling the replacement.